Event description:
A customer reported an issue with incorrect time settings on their device, which did not impact their blood glucose level adversely. Technical support assisted the customer in updating the pump time and advised them to monitor for any future discrepancies. The caller agreed to follow up if the issue recurred.